Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured on june 4, 2014 to june 5, 2014. Evaluation summary: the actual device was evaluated. The device was received with fluid in the overpouch. Visual inspection of the unit revealed an untightened blue winged luer cap. A functional leak test was performed by filling the device with green color water and tightening the blue winged luer cap. The test revealed no abnormalities that could have contributed to the reported condition. The condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. This was noted after filling of the device. There was no patient involvement. No additional information is available.